Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident information . It should be noted that with use of the pixel, one contraindication in the patient in the instructions for use is, "patients who have experienced a recent (less than 1 week) acute myocardial infarction." Thrombosis, as listed in the device risk assessment and instructions for use is a known adverse event associated with coronary stenting. Angina, is listed in the IFU as a known adverse event. There was no product issue reported and there does not appear to be any indications of a stent delivery system quality problem.

Event description:
Reporting status: serious injury/medical intervention. Reporting rationale: thrombosis requiring medical intervention. Device issue: none. It was reported that in 2007, the pixel was implanted in the lesion and the vessel diameter was 2.5 mm. Later, the patient reported chest pain. On two weeks later, thrombosis was observed when a coronary angiogram was performed. Pre-dilatation was performed and another company's stent was implanted inside the pixel stent to complete the procedure. No additional event or patient information is available.